Manufacturer narrative:
This issue has been investigated and it was determined that this customer's allegation appears to be related to a recall that has been initiated by merge healthcare.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color, and icg still-image photography, as well as video imaging. On (B)(6) 2016, merge healthcare was notified that a customer was experiencing a disconnect between the merge eye station and the camera. Support shipped a fire wire cable. On (B)(6) 2016, follow-up information was received from the customer. According to the customer, the issue had occurred before; however, wires could be wiggled or the system could be restarted for complete resolution. This time,on (B)(6) 2016, the system could not be restarted. The fire wire was hooked up but did not help the system to reconnect with the camera. Due to merge eye station not operating as expected, there is a potential for a delay in diagnosis or treatment. The customer indicated that there were circumstances where patients were routed to other offices for testing. At this time, there is no known harm to patients as a result of the delay in testing. (B)(4).

Manufacturer narrative:
Additional information: this supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 08/21/2016. To troubleshoot the issue, technical support sent a replacement camera. On 01/30/2017, it was documented that the original product was received at merge. On 02/13/2017, support documented that the camera did not show up in the device manager and sent the camera back to the vendor for repair. Corrected data: d10: changed from no to yes, g1-2: contact info, h3: changed from no to yes, h6: method changed to 10: actual device evaluated, h6: results changed to 748: camera, h6: conclusion changed to15: device not manufactured by reporting firm. H7: changed from recall to replace. The original report, submitted on (B)(6) 2016, indicates the issue was investigated and determined to be related to recall 2183926-03/23/2016-073-c/z-1142-2017. It was originally thought that this complaint could be related to jira wstn-11462; however, after further evaluation into the issue, it does not seem the issue was related. The investigation found a replacement camera resolved the issue. The correction, as outline in recall z-1142-2017 was not implemented. To date, the issue has not been reported again.